Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The large clip applier instrument was analyzed, and the reported failure was confirmed. The instrument was found to have an input disk broken. The #7 input disk was found completely detached from the base of the housing.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large clip applier instrument would not clip after the clip was loaded. The procedure was completed with no reported injury.